Event description:
It was reported that shaft break occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 3.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the device failed to cross the lesion and the shaft broke. The device was removed and the procedure was completed with a non-boston scientific device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis, however, a photo of the device was received illustrating the reported event as shaft break as well as unreported hypotube kinks.

Manufacturer narrative:
A review of the photo provided by the site confirms the alleged issue as the hypotube shaft of the device is noted to be broken in 2 pieces with one end of the break shown at the top of the picture and the second section of the break shown at the bottom of the picture. Additionally shaft kinks are also noted near the bottom broken section of the device. The synergy xd mr us 3.50 x 48mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft and a break 26cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section found no issues. No other issues noted with device.

Event description:
It was reported that shaft break occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 3.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the device failed to cross the lesion and the shaft broke. The device was removed and the procedure was completed with a non-boston scientific device. There were no patient complications nor injuries reported. It was further reported that the break occurred outside the tuohy.

Manufacturer narrative:
The device was not returned for analysis. A review of the photo provided by the site confirms the alleged issue as the hypotube shaft of the device is noted to be broken in 2 pieces with one end of the break shown at the top of the picture and the second section of the break shown at the bottom of the picture. Additionally shaft kinks are also noted near the bottom broken section of the device.

Event description:
It was reported that shaft break occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 3.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the device failed to cross the lesion and the shaft broke. The device was removed and the procedure was completed with a non-boston scientific device. There were no patient complications nor injuries reported.